Manufacturer narrative:
Concomitant medical products: product ID: d274drg ICD, implanted: (B)(6)2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable pacing impedance and stored electrograms showed noise. A lead replacement is planned. No patient complications have been reported as a result of this event.